Manufacturer narrative:
A line interface printed circuit assembly (pca), universal serial bus (usb) flash drive, mix controller pca and a breath delivery (bd) central processing unit (cpu) pca were returned to covidien/medtronic¿s product analysis. A visual inspection was performed and no notable conditions were found. No errors were recorded in the diagnostic logs. The line interface pcb was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the line interface pca, usb, mix controller pca and bd pca were installed into a test ventilator for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator generated an inoperable error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found a diagnostic code in the ventilators memory logs. The se replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed.